Event description:
It was reported that the patient with this right ventricular (rv) lead was evaluated in a hospital setting due to intermittent loss of capture (loc) at high pacing outputs. A revision procedure was performed and it was explanted and replaced. The physician suspected tissue adherence as the cause of the loc. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was retained by the explanting hospital.